Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
Report received of a leak of a chemotherapeutic agent. It was reported that the patient notified the nurse that their arm was "wet" during an infusion of taxol. At this time, the nurse noted that the tubing was leaking from an unspecified location. A chemotheray spill kit was used for cleanup. There were no reported adverse patient effects. Though requested, no additional information was provided.